Manufacturer narrative:
As reported, the front end of a 5f 100 cm tempo aqua diagnostic catheter was found to be broken during the cleaning process after unpacking. The interventional procedure was continued with a new unknown catheter. There was no reported patient injury. Additional event details were requested; however, not provided. The device was not returned for evaluation as anticipated. One photograph was supplied showing a 5f, 100 cm tempo¿ aqua¿ diagnostic catheter with a distal tip separation. At ~200% zoom, the diameters appear symmetric across the fracture plane; the separation occurs proximally to the fusion line; elongation features are visible at the edges. No other observable anomalies are evident in the image. Functional testing and dimensional inspection could not be performed. The reported ¿brite tip/distal tip-separated¿ was seen during the photo analysis. However, based on image review alone, the root cause is undetermined. The event was reported to have occurred during cleaning after unpacking. As context for this pre-use stage, the IFU (precautions) instructs: ¿prior to insertion, wipe down the catheter with sterile saline-soaked gauze to activate the coating,¿ and cautions: ¿avoid wiping the device with dry gauze as this may damage the device coating.¿ given the absence of a returned device and the inability to reproduce testing, no conclusion can be drawn about compliance with these instructions or the contribution of labeling-related factors. If more information or the device becomes available, this assessment will be updated. There is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Phr included in conclusion. As reported, the front end of a 5f 100 cm tempo aqua diagnostic catheter was found to be broken during the cleaning process after unpacking. The interventional procedure was continued with a new unknown catheter. There was no reported patient injury. Additional event details were requested; however, not provided. The device was not returned for evaluation as anticipated. One photograph was supplied showing a 5f, 100 cm tempo¿ aqua¿ diagnostic catheter with a distal tip separation. At ~200% zoom, the diameters appear symmetric across the fracture plane; the separation occurs proximally to the fusion line; elongation features are visible at the edges. No other observable anomalies are evident in the image. Functional testing and dimensional inspection could not be performed. A product history record (phr) review of lot 18416432 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip-separated¿ was seen during the photo analysis. However, based on image review alone, the root cause is undetermined. The event was reported to have occurred during cleaning after unpacking. As context for this pre-use stage, the IFU (precautions) instructs: ¿prior to insertion, wipe down the catheter with sterile saline soaked gauze to activate the coating,¿ and cautions: ¿avoid wiping the device with dry gauze as this may damage the device coating.¿ given the absence of a returned device and the inability to reproduce testing, no conclusion can be drawn about compliance with these instructions or the contribution of labeling-related factors. If more information or the device becomes available, this assessment will be updated. There is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the front end of a 5f 100 cm tempo aqua diagnostic catheter was found to be broken during the cleaning process after unpacking. The interventional procedure was continued with a new unknown catheter. There was no reported patient injury. Additional event details were requested; however, not provided. The device was not returned for evaluation as anticipated. A picture was received for review. There is a visible distal tip separation. The hospital reported this case as an adverse event to china nmpa .